Event description:
Reporter alleges the pt had a biopsy for insurance coverage. At the time, other than left firmness the pt has had no complaints of local or systemic problems. Reporter also alleges the pt's mammogram this year shows right extracapsular leakage.